Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a (B)(6) female patient who had essure (batch no. C35394) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("severe fatigue for several months"), diarrhoea ("stomach aches for several years with diarrhoea"), abdominal pain upper ("stomach aches for several years with diarrhoea"), musculoskeletal pain ("muscle and joint pain"), insomnia ("insomnia") and hot flush ("hot flushes") and was found to have weight increased ("significant weight gain"). Essure treatment was not changed. At the time of the report, the back pain, fatigue, diarrhoea, abdominal pain upper, musculoskeletal pain, weight increased, insomnia and hot flush outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, diarrhoea, fatigue, hot flush, insomnia, musculoskeletal pain and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-mar-2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in a 49-year-old female patient who had essure (batch no. C35394) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("severe fatigue for several months"), diarrhoea ("stomach aches for several years with diarrhoea"), abdominal pain upper ("stomach aches for several years with diarrhoea"), musculoskeletal pain ("muscle and joint pain"), abnormal weight gain ("significant weight gain"), insomnia ("insomnia") and hot flush ("hot flushes"). Essure treatment was not changed. At the time of the report, the back pain, fatigue, diarrhoea, abdominal pain upper, musculoskeletal pain, abnormal weight gain, insomnia and hot flush outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, abnormal weight gain, back pain, diarrhoea, fatigue, hot flush, insomnia and musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.